Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous right superficial femoral artery (sfa). The lesion was pre-dilated with an armada 35 percutaneous transluminal angioplasty (pta) catheter. The 6x60 mm supera self expanding stent system (sess) was being prepared per the instructions for use (IFU) when it was noted that the white catheter tip was missing from the package. The device was not used and there was no patient involvement. Another supera sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: medical device problem code - use after damage. The device was returned for analysis. The reported component missing was able to be confirmed as the inner member, including the tip, was noted to have separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the physician stated he attempted to insert the device even though it was noticed the white tip was missing. It should be noted that the supera peripheral stent system instructions for use (IFU) states: do not use if the device is damage or kinked. The reported deviation of the IFU does not appear to have caused/contributed to the reported component missing. Based on the noted damages to the returned device, it is possible that inadvertent mishandling during preparation for use/stylet removal and/or manipulation outside the patient resulted in the noted stretched inner member and stretched jacket, the noted sheath and jacket smashed inwards and ultimately resulted in the noted inner member separation/reported component missing tip; however based on the account's description of what occurred this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: health effect impact code 2645 removed.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous right superficial femoral artery (sfa). The lesion was pre-dilated with an armada 35 percutaneous transluminal angioplasty (pta) catheter. The 6x60 mm supera self expanding stent system (sess) was being prepared per the instructions for use (IFU) when it was noted that the white catheter tip was missing from the package. The device was not used and there was no patient involvement. Another supera sess was used to complete the procedure. There was no clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: the supera sess was attempted to be inserted into the anatomy after it was noted the white tip was missing. The sess was removed from the anatomy with ease. During manipulation outside the patient, the stent deployed and the inner member and tip separated and were discarded. No additional information was provided.